Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00594.

Event description:
The patient was undergoing a coil embolization procedure using a pod detachment handle (pod handle) and a ruby coil detachment handle (ruby handle). During the procedure, after the physician detached a ruby coil using the pod handle, the ruby coil pusher assembly became stuck in the pod handle. The pod handle was removed and a new ruby handle was opened; however, the ruby handle did not make the usual "clicking" sound and was not used. Therefore, a third ruby handle was used to detach additional ruby coils, one pod coil and one pod packing coil. The procedure was then completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pod detachment handle (podh1) had the ruby coil¿s pusher assembly stuck inside. The ruby coil¿s pusher assembly was fractured approximately 10.0 cm from the proximal end and kinked in multiple locations along the hypo-tube. Conclusions: evaluation of the returned device confirmed that the ruby coil¿s pusher assembly was stuck inside the podh1. This type of damage typically occurs due to improper handling during use. If the podh1 is actuated multiple times during use, damage such as this may occur. Multiple attempts of actuating the podh1 when the pull wire has already been retracted by a previous actuation may cause the proximal end of the pusher assembly to be retracted further into the handle and become stuck. Further evaluation revealed that the ruby coil¿s pusher assembly was fractured and kinked in multiple locations along the hypo-tube. This damage was likely incidental and may have occurred during packaging the device for return. Podh1s are 100% functionally tested during incoming inspection. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.